Manufacturer narrative:
Failed self test alarm and high stop current due to faulty radio frequency board. Pump passed the displacement test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call to have received failed selftest alarm. Blood glucose was unknown at the time of call. There is no significant event that led to failed selftest alarm was observed. During troubleshooting, self test was performed and failed. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.